Event description:
Customer cited one sample that had a co2 result of 1 and when rerun recovered 99 ( no units of measure provided). She states the instrument continued producing errant results and provided results for four add'l pts, one of which had discrepant results: initial calcium result 8.8, repeat (different analyzer) gave 10.4 mg per dl; initial co2 result 1, repeat (different analyzer) gave 21 mmol per l; initial creatinine result 2.8 mg per dl, repeat (different analyzer) gave 9.0 mg per dl; initial potassium result 3.7, repeat 4.6 mmol per l (different analyzer). Customer states the errant test results were not reported out. The customer verified or corrected all test results before releasing them in their lab info system. There was about one hour delay in releasing the test results. The "lab doesn't know of any changes in pt treatment as a result of the incident of delay in test results". The field service rep determined low water in rinse stations was the cause of the discrepancies, and he increased rinse station water pressure. The field service rep performed calibration and qc to verify analyzer operation.